Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that there was sinus perforation. Patient developed a small flucation on the buccal area anteriorly on # 4. Implant was removed, sinus closure and bone graft done. Patient returning for implant re-placement. Symptoms as a result of the event: inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified minor signs of wear. Dried blood and bone debris also presented on the implant. The device had no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus) as it is medical event. However, measurements were taken using a caliper (cal312, (B)(6) 2021). Pre-existing patient condition noted on the per was patient having low (type iii) bone density. The reported device was being placed on tooth # 4 (universal) and was placed for 1 month 12 days. X-ray or picture images were not provided. Therefore, the reported events could not be verified. Appropriate documentation was reviewed. The DHR was not available electronically for the subject lot number (1237382). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event." Complaint history review was performed for the reported lot (1237382) and no other complaint was found. Based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions and no x-ray or pictorial evidence was available.